Event description:
According to the discharge summary, a "tee" revealed thrombus on the valve necessitating treatment with thrombolytics. The patient also had a "low grade" fever on admission and received streptokinase infusion; however, endocarditis was ruled out. The thrombus resolved and the patient was discharged in "stable" condition. It was believed the thrombus most likely developed in 1999 or 2000 when the patient's coumadin levels were subtherapeutic. It was also noted the patient experienced a cardio-vascular accident in the immediate implant postoperative period, from which patient "fully recovered". Patient was also readmitted in 2000 with slurred speech, and CT revealed 3 "small areas consistent with embolic phenomena". The valve remains implanted.